Manufacturer narrative:
The customer's calibration and qc were acceptable. The field service representative verified the pinch tubes, performed a performance test, and performed additional checks. The tests and checks passed. The provided data does not indicate a reagent issue. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys pth results for 1 patient sample on a cobas e 601 module. In (B)(6) 2024 the result was 8 pg/ml. The exact date the initial result was obtained was not provided. The clinician requested the sample be retested and on (B)(6) 2024 the result was 200 pg/ml.